Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('silver coiled structure embedded within the lumen of each fallopian tube') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pain in thigh, pain in hip, abdominal pain lower, parakeratosis, adenomatous hyperplasia of endometrium, hyperplasia endometrial and adhesion. Concomitant products included celecoxib (celebrex), colecalciferol (maximum d3), dexamfetamine hydrochloride (dextroamphetamine hydrochloride), ferrous sulfate, levothyroxine sodium (synthroid) and mefenamic acid (ponstel). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and surgery to remove essure device). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device and vaginal haemorrhage outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, migraine, headache, nausea and uterine leiomyoma had not resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2015 (previously reported) and (B)(6) 2015. Plaintiff received treatment for following events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), migraine, headaches, nausea and fibroid uterus. 3 coils were visualized outside both left and right ostium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, cramp, dysmenorrhea, menorrhagia and uterine fibroid. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: essure embedded. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and mr received- new events -'silver coiled structure embedded within the lumen of each fallopian tube and abnormal bleeding (vaginal)", reporter and patient demography,medical history and concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (surgery to remove essure device). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, migraine, headache, nausea and uterine leiomyoma had not resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2015 (previously reported) and (B)(6) 2015. Plaintiff received treatment for following events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), migraine, headaches, nausea and fibroid uterus. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received: event injury was updated to "dysmenorrhea (cramping)", events- " dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), migraine, headaches, nausea and fibroid uterus, she did not undergo essure confirmation test", reporter added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.